Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 and due to hyperglycemia. The blood glucose level was 500-600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-33677), was submitted on 05-december-2024. Upon receiving additional information, it was found that the malfunction has been changed due to sample received. Additional information - this MDR is being submitted to include the below: h6: component code (g). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007989 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007989 was manufactured according to the wi version 97 and packaging in the machine 14, on (B)(6) 2024, with a total of (B)(4) units. Welding: the lot 4f05595 was assembled according to the wi version 27, machine ls24 and ls25 on (B)(6) 2024, with a total of (B)(4) units each. The lot 4f04490 was assembled according to the wi version 27, machine ls06 and ls07 on (B)(6) 2024, with a total of (B)(4) units each. The lot 4f05412 was assembled according to the wi version 27, machine ls24 and ls25 on (B)(6) 2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4f05446 was assembled according to the wi version 64, machine sc08 on (B)(6) 2024, with a total of (B)(4) units each. The lot 4f05752 was assembled according to the wi version 64, machine spot (B)(6) 2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required and lot 6007989 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.